Manufacturer narrative:
(B)(4) - a follow-up MDR will be submitted following evaluation.

Event description:
A peritoneal dialysis patients contact reported (B)(6) 2016 the cycler was alarming for a drain complication encountered alarm during drain 0 of 5. The patients contact reported that the patient line was cloudy. The patient contact was advised to contact the patient's clinic. Follow-up with the patients peritoneal dialysis registered nurse (pdrn) revealed that the patient was diagnosed with peritonitis on (B)(6) 2016 and was prescribed vancomycin, 1 gram and gentamicin, 120 milligrams. The patients pdrn reported the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment.

Manufacturer narrative:
The cycler was not returned to the manufacturer for physical evaluation or repaired. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient¿s contact reported (B)(6) 2016 the cycler was alarming for a drain complication encountered alarm during drain 0 of 5. The patient¿s contact reported that the patient line was cloudy. The patient contact was advised to contact the patient's clinic. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed that the patient was diagnosed with peritonitis on (B)(6) 2016 and was prescribed vancomycin, 1 gram and gentamicin, 120 milligrams. The patient¿s pdrn reported the episode of peritonitis was due to touch contamination, where the patient did not practice aseptic technique and broke the sterile field during treatment.